Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) defibrillation lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed with the lead connected to a pacing system analyzer (psa). Upon connection of the lead to the device header, pacing impedance measurements were noted to be stable and within normal limits at 1,600 ohms. The lead was implanted and remains in service. No adverse patient effects were reported.